Event description:
It was reported that the patient recently had a loss of therapeutic effect so a catheter dye study was attempted. It was indicated that the patients therapy was working intermittently, but during the study, the physician was unable to aspirate from the (B)(4) so the study could not be completed. Withdrawal symptoms were not reported. It was planned that the patient would have surgical revision soon. The outcome of the patient and event was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).